Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe and vacuum assembly were returned for evaluation. It was noted that a sample container with unknown fluid containing a piece of unknown material. During visual evaluation, the biopsy probe appeared to be bloody with the aperture completely closed. The saline cap was returned. Functional evaluation was not performed due to the nature of the complaint. Upon further microscopic evaluation, the piece of material that was received in the container of fluid was noted to be a translucent and curls were noted on both ends and flash was noted to the sample tray. Flash was noted to the port cap hole on the sample tray. Slight burrs were noted to the sample tray handle. Therefore, the investigation is confirmed for the reported foreign material issue on the sample container. Additional ftir analysis has been completed on the returned material to determine the material compound. Results indicate the material to be consistent with the sample tray basket material, polyethylene and the material also contained small amounts of silicone. Based upon the results of the ftir analysis, it was determined the material is consistent with the sample tray material. A definitive root cause for the foreign material could not be determined. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a breast biopsy procedure, foreign material was allegedly found on the sample tray. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that during a breast biopsy, foreign material allegedly found on the sample tray. There was no reported patient injury.